Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, upon reentry into the guide catheter, it was noted that the shaft broke. The device was pulled out and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The shaft, collar, and tip were microscopically examined. Blood was present inside the device. Inspection of the device revealed that the shaft was pulled out from the collar and detached. The collar and shaft were damaged, from the detachment. The damage to the collar and shaft indicates that there was force applied and rotation to the device to causing the damage and detachment. Also, just distal of the detachment, the shaft was flattened for 5mm.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, upon reentry into the guide catheter, it was noted that the shaft broke. The device was pulled out and the procedure was completed with a different device. No patient complications were reported.